Manufacturer narrative:
The impella 5.0 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6)-year-old (B)(6) male patient had impella 5.0 pump inserted (insertion site was not provided) for the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported that the patient experienced a papillary muscle rupture due to mr onset during impella 5.0 support. As a result, impella was removed, mvr surgery was performed. The patient is currently in the ICU. No further information was provided.